Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the patient fell and "heard a ripping sound", the patient feels like the implantable cardiac monitor (icm) has moved and was protruding from their chest. The device remains in use. No patient complications have been reported as a result of this event.